Manufacturer narrative:
This is the same event as 3010536692-2016-00711.

Event description:
Allegedly the patient was revised due to the following mom complications: pain; decreased mobility; elevated blood ion levels; fluid. (Left)